Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching when they went to exchange one of their batteries. When they removed their battery, an audible beep was heard as the controller powered down and the pump momentarily stopped. The pump started when a new battery was connected. A manufacturer representative performed service on the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was not returned for evaluation. Log file analysis was not conducted since log files were not available for analysis. As a result, the reported power switching, beeping, and pump stop events could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018 to mitigate the reported conditions and the battery remains in use. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported power switching event can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beep is most likely attributed to a momentary disconnection between the controller and battery. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources from the controller and/or due to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.